Event description:
Pt receiving lidocaine drip at 2mg/min 15cc/hr via bard infusion pump from 2355 unit 0215. Pt seized after complaining about having difficulty breathing. Condition deteriorated quickly. Code blue initiated and pt did not recover. Pump revealed 218 cc "ltc". Actual "ltc" was 117 cc.